Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx us outer cover was loose and the pen needle would not detach from the pen. The following information was provided by the initial reporter: this is a report about a loose outer cover, causing difficulty detaching pen needle. The customer reported as follows: after giving an injection for a patient, the nurse did recapping and attempted to detach the pen needle from the pen but the outer case was loose and it was difficult to detach the pen needle from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/14/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination and an attachment of the pen needle sample to a pen was carried and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx us outer cover was loose and the pen needle would not detach from the pen. The following information was provided by the initial reporter: this is a report about a loose outer cover, causing difficulty detaching pen needle. The customer reported as follows: after giving an injection for a patient, the nurse did recapping and attempted to detach the pen needle from the pen but the outer case was loose and it was difficult to detach the pen needle from the pen.